Event description:
A pt was undergoing an abdominal-perineal resection of rectal cancer. At the end of the procedure, the catheter was found to be broken and a piece retained inside the pt. It was removed via cystoscopy. The urologist was then unable to pass a catheter and a suprapubic catheter was inserted. It was later removed.

Manufacturer narrative:
A pt with rectal cancer was having a surgical procedure in the operating room. An indwelling catheter had been inserted at the beginning of the case. At the end of the procedure, the catheter was found to be in two pieces. One piece remained inside that pt. A urologist performed a cystoscopy and removed the retained piece. He was, however, unable to insert a coude catheter as a replacement. The decision was then made to insert a suprapubic catheter. This remained in for three days at which time they then inserted an indwelling foley catheter and the suprapubic was removed. The pt was discharged to a short term rehab facility as was previously planned. The returned sample was evaluated. A clean break was found and it did not have the appearance of being ripped. We have not had a similar complaint for this product. Upon further review, it was thought there may have been a nick or cut which compromised its integrity and may have led to the break. Tensile testing was performed on other catheters. At 13.49 lbs of force, the catheters did not break. A catheter with a 3 mm cut broke at 8.12 lbs of force and a catheter with a 5 mm cut broke at 7.85 lbs of force. The potential source or timing of the cut was not determined. There was no report from the account indicating a complication during the abdominal-perineal resection which could have contributed to this incident. A root cause for this incident has not been determined. Due to the reported event and need for medical/surgical intervention, this MDR is being filed.